Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, patient information, and initial reporter, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a broken tip occurred. A 165cm transend guidewire was selected for use. However, it was noted that the tip of the device was broken. There were no patient complications as a result of this event.